Manufacturer narrative:
H3: visually, the product was returned in a large zip lock bag. The packaging carton was damaged when returned. The packaging carton contained a zip lock bag with the tube inside the bag. There was no damage noted in the construction of the device. There were traces of contamination found on the cuff and there were small voids found in the trace pads. The continuity check was performed and electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were, red (74.5 ohms), red with white stripe (47.4 ohms), blue (over 1 kilo ohms), and blue with white stripe (83.7 ohms), all electrodes within specification except blue electrode. Functionally, the device was connected to the nim system for electrode check and functional test (trace pads were submerged in a saline solution). As soon as device was connected to the system, it failed electrode check. During the functional test there was a lot of noise recorded on the nim screen. Both channels were very noisy, channel1 was producing noise over 900¿v and channel2 over 500 v. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. H6: codes updated. Previous applied fdd, a090101, fdm b21, fdr c21, fdc d16, img g04134 codes are not applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during thyroidectomy procedure a noise was generated during monitoring. No response was obtained even after stimulation. When an impedance check was performed, and indicated an unstable situation. Even after the anesthesiologist adjusted the position of the intubation tube, the result was the same. The vital was used but even if the device was replaced with another vital, the result was the same. The trivantage tube might be the cause of the defect. Procedure was extended by 60 minutes. Procedure was continued without any monitoring. The patient may have suffered disadvantages. There was no patient impact.